Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Patient identifier: complete information = (B)(6). Patient information: no further patient information was provided.

Event description:
The customer reported a falsely elevated creatinine result on the architect c4000 analyzer. Sample ID (B)(6) generated 220.0 umol/l and retest at an alternate lab generated 84 umol/l. No impact on patient management was reported.

Manufacturer narrative:
A review of device records including the architect serial (B)(4) service history identified one additional erratic result service ticket however no contributing factors were identified. Tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or adverse trends related to the complaint issue. The c4000 erratic result rate was reviewed and is within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c4000 analyzer was identified.